Manufacturer narrative:
A ge service representative performed an on site investigation. The connector was repaired during the service call.

Event description:
It was reported that the 9900 system locked up with a communication error during a case. The 9900 system was rebooted then there was another communication error message. No patient injury was reported.